Event description:
The manufacturer received information alleging related to a CPAP device's sound abatement foam. The patient alleges have throat irritation, dry cough, headache and feeling of o2 deprivation there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.